Event description:
At about 6 months from the primary, the patient came in reporting shoulder instability and the cause is unknown. The surgeon revised the insert and metaphysis to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 january 2026. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot: 2429766: (B)(4) items manufactured and released on 27-feb-2025. Expiration date: 11-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot: 2431950: (B)(4) items manufactured and released on 26-feb-2025. Expiration date: 16-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.